Manufacturer narrative:
Philips service replaced the speed controller and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the stand was not moving due to speed controller failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.